Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple occlusion alarms and a device restart alert. The patient disconnected from the infusion site and attempted a fill tubing procedure, during which no insulin drops were observed. The patient then rewound the device and replaced only the cartridge while reusing the tubing and connector, but insulin drops were still not observed. During priming, insulin was noted to be leaking from the chamber after a significant volume was primed, suggesting insulin delivery was occurring but there was a blockage within the connector or tubing. The patient subsequently replaced the cartridge, tubing, and connector, after which the system primed correctly and insulin delivery resumed. The patient reported that the alarms did not continue after the full supply change and that the pump was functioning properly. Blood glucose levels were affected and reportedly rose to approximately 300 mg/dl, remaining above range for about four hours. The patient administered a correction dose using a manual injection to address the elevated blood glucose. No additional issues were reported following the supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.